Manufacturer narrative:
(B)(4). Date sent: 3/26/2026. Investigation summary: the product was returned to ees for evaluation. Visual inspection was conducted on the returned packaging. Visual inspection of the returned er320 device found it inside its original, unopened packaging. However, the tyvek within the package was damaged: a hole was present and appeared to extend from the outside inward. The event reported was confirmed and it is related to improper use of the packaging. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device lot 403d90 number, and no non-conformances were identified. Additional information was requested and the following was obtained: did the damage occur right out of the packaging or in the operative field? Out of packaging. Was part of the packaging found to be damaged (tyvek, plastic/blister, packaging seal, etc.)? Unknown. Could you please identify the packaging (shipping box, primary packaging, box, pouch seal, or the plastic bag)? Unknown. Could you please clarify the type of damage found (broken, packaging was worn, bent, ragged, containing cut or slit, or appear ripped)? Broken. Was sterility compromised as a result of the packaging damage? Yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during unk procedure, before used on the patient, noted the packing was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.